Manufacturer narrative:
An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an alcohol prep wipe. The customer reports that a patient received a strep infection on the finger after a finger stick that required surgical intervention. The patient was hospitalized overnight and received two imd (incision and drainage) procedures.

Manufacturer narrative:
Submit date: 04/07/2016. An invalid lot number was provided with this complaint therefore it was not possible to complete a review of the lot history. There were 12 unopened samples returned with this complaint. The carton was not included therefore the lot number could not be determined. The reported condition is not confirmed. In response to the customer complaint regarding the curity alcohol prep (sterile), product code 5750, lot # 15a011162, we have had no other complaints of (B)(6) found on this product code. Our alcohol preps are manufactured and sent for irradiation dosing. As per iso (B)(4), we perform quarterly bioburden and dose audit testing on this gamma sterilized product family, as per ansi/aami/iso (B)(4). The bioburden and dose audit testing is performed at the medtronic corporate lab, within a sterility suite, under a laminar flow hood. Bioburden and dose audit testing records from march 2013 through december 2015 were reviewed. The testing results for the alcohol prep product family were well within acceptable levels. There was no growth detected on the dose audit samples collected. This is key as it indicates that there were no organisms that survived the current dose setting. The exact root cause of the reported condition could not be determined because the reported condition could not be confirmed. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Because the validity of the test method used to report this condition cannot be verified, the samples will be held until such time as that information can be provided. If it is found that the test method is iso compliant, samples will be sent for the appropriate testing to confirm. This information will be utilized for trending purposes to determine the need for corrective actions. In addition, production personnel will be made aware of this complaint.